Manufacturer narrative:
Investigation summary : exec summary - samples were received and an investigation was performed. This is the 1st. Related complaint for needle clog on the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - customer returned (6) open 4mm, 32g pen needles without the tear drop label or inner shield. Customer states that the needle clogged during priming. All returned pen needles were examined and all exhibited a bent non patient end of the cannula which could prevent insulin from properly flowing through the cannula. Root cause is user related - the non patient end of the cannula was bent during use of the product by the customer. CAPA/sa - based on the above investigation no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd nano" 2nd gen pen needles 4mm x 32g was unable to prime. The following information was provided by the initial reporter : the consumer reported the needle to clog during priming and stated that there is no insulin flow. Date of event : (B)(6) 2021. Samples : available.